Event description:
It was reported that a patient experienced bleeding and a perforation. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive was selected for use. It was found that the sheath could not be deflected. The physician commented that the patient had a perforation of the right upper bronchus mainstem due to anesthesia complications and bleeding was noted in the intubation tube towards the end of the procedure. A surgery was called to treat the event, the patient was kept for observation, and it's expected to fully recover. The device is expected to return for analysis. The patient adverse event was not related to the farapulse devices.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.